Manufacturer narrative:
The build lhrs for cdl-737l adj128 and adh072 were examined including the final inspection records and the in-process measurements. There were no ncmrs associated with these lots. The devices met the m6-c product specification including the axial stiffness and flexural resistance specifications. A review of the risk management files revealed no new risks associated with the devices. Rmf 0004 rev 24 line 13 - failure to relieve symptoms including unresolved pain. Rmf 0003 rev 36 line 12.73.4. - resorption or osteolysis, without infection/infected. Abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0004 rev 24 line 9.77 - device explanted.

Event description:
Information provided states that a revision of m6-c, at levels c5/6 and c6/7 was performed to remove the devices. No additional information has been made available.